Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026.due to occlusion issue, patient's blood glucose level was high and was treated with insulin bolus using the pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.